Manufacturer narrative:
No sample is available for evaluation. Placement into the lung is a known risk of any feeding tube placement procedure. Feeding tube placement is dependent on the patient and clinician and not the tube itself.

Event description:
After several attempts of a nasogastric tube placement, the tube was placed in the left lung leading to a pneumothorax. The placement was reported as difficult due to the patient being uncooperative and combative. An x-ray immediately after insertion confirmed left lung placement and pneumothorax. No feed was administered. A chest tube was placed and removed on (B)(6) 2014 with the pneumothorax resolved.